Event description:
While using the hem-o-lok applier during a laparoscopic cholecystectomy procedure, the jaw broke off inside of the patient's abdominal cavity. The doctor was able to retrieve the piece with no harm to the patient. One jaw is missing from the hand piece. The jaw broke cleanly from the hand piece leaving no jagged edges. The broken jaw piece was lost during sterilization and is not available. The trigger depresses smoothly and does not stick. The surgeon did not report any misfires or resistance prior to the jaw breaking.